Manufacturer narrative:
Additional information added to describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air was drawn in during the initial insertion of catheter. The catheter was removed and exchanged. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. Per additional information received, the sheath did not have air in it. The sheath was replaced and the new one was used for the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air was drawn in during the initial insertion of catheter. The catheter was removed and exchanged. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.